Manufacturer narrative:
Follow-up # 1 date of submission 05/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/22/2014 with the following results:a review of the black box showed no evidence of a load step malfunction. The black box did show loss of prime with zero force. The pump was able to load and prime the cartridge with no alarms during testing. The force sensor was found to be in calibration. The load step was performed with the cartridge set to 100 units and the pump displayed 100 units after the load step. The pump cover was opened was opened and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a load step malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).